Manufacturer narrative:
The device was received for evaluation by baxter. The reported issue of unintended shutdown was not confirmed. The pump was tested and pump met all specifications. The pump has been returned to the customer.

Event description:
The facilities biomedical technician received a report from a nurse indicating the pump alarmed occlusion and then shut off and will not turn back on. The nurse reported this occurred at the end of patient's therapy. No patient injury was reported and no medical intervention was needed. No additional information is available.